Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6), 2021 due to low blood glucose. Blood glucose was 37 mg/dl. The customer's current blood glucose was 326 mg/dl. Customer was unresponsive after going to bed. Insulin pump had no insulin in. After 2 failed attempts to intubate, customer had to have a trash tube inserted due to a blocked airway. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.